Event description:
It was reported that the patient experienced an infection that presented with pus/purulent discharge at the cardiac resynchronization therapy defibrillator (crt-d) site. The organism responsible for the infection was identified as staphylococcus aureus. The crt-d system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection that presented with pus/purulent discharge at the cardiac resynchronization therapy defibrillator (crt-d) site. The organism responsible for the infection was identified as staphylococcus aureus. It was noted that the source or origin of the infection was unknown, but was determined not to be the crt-d implant site. The infection allegedly started somewhere in the body and traveled to the crt-d implant site. The crt-d system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.